Event description:
A facility reported that the haptic was torn off during an intraocular lens (iol) implant surgery. The lens was removed the following day; the incision was widened and sutures were used to close the wound.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic had scratches and was scrapped in the optic center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the manufacturing documentation. This report was mailed to FDA on: 08/13/2008.